Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Customer refused to troubleshoot. There was a 911 call on (B)(6) 2014 at 10 pm. Customer's blood glucose level was 700 mg/dl at the time of the call. Customer had diabetic ketoacidosis when he called 911. Customer had no delivery alarms prior to the call. Customer is still in the hospital. Customer will be sent a new pump. No additional information provided.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.